Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked retainer, fading serial number label, cracked case corner of belt clip rails and broken belt clip rails. The test infusion set/reservoir locks in place in the reservoir compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the back of insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.